Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, it is likely oil in the air compressor entered the channel which resulted in the event of foreign material exiting from the channel. The specific root cause of the event could not be determined at this time as the device was not returned for evaluation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that a foreign material was exiting from the channel of the evis exera duodenovideoscope. According to the initial reporter, an oily substance was coming out of the tip of the scope. Reportedly, the customer was using their own air compressor that had oil which penetrated the lumens of the scope while it was stored in a cabinet. Additional details have been requested on this event, but no response has been received at this time. Based on the information provided, there was no patient involvement during this event.

Manufacturer narrative:
The device is scheduled to be returned, but has not yet arrived for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.